Event description:
It was reported that during a thoracoscopy procedure, the surgeon was removing a small wedge resection from the left lung for a benign mass and after handing the stapler back to the scrub they noticed a deformed cartridge. The patient appeared fine and the surgeon inspected the staple line integrity and it appeared fine also. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results showed that one reload was returned partially fired, with the cartridge deck damaged and the pan detached; in addition, the one piece sled was noted to be damaged. The damage to the cartridge deck was at the position where the firing stopped. This damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger, the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. No conclusion could be reached as to how the pan became dislodged. The event could not be confirmed as no instrument was received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what device was used with this reload? Yes. Was the metal separated from the plastic of the cartridge? Yes partially. Did any pieces fall into the patient? Not that I saw. Please describe the appearance of the damaged cartridge. Mangled about 2/3rd's of the way into cartridge did the device fire as intended? I believe so. How was the patient impacted? Not impacted at all as far as I know.